Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. A 3.00x28mm promus element¿ plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it got stuck and lifted upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent struts were pushed distally and bunched from the proximal section of the stent leaving the proximal balloon body exposed. No visible damage on distal rows 1-2. The stent had moved distally on the balloon over the distal markerband. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter and a partial break/damaged hypotube at 75 mm from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the stent was stuck in the opening of a non-bsc guide catheter and was removed together.

Event description:
It was further reported that the stent was stuck in the opening of a non-bsc guide catheter and was removed together.

Manufacturer narrative:
Describe event or problem updated. (B)(4).